Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a nurse practitioner (np) via a company representative regarding a (B)(6), female patient who was receiving an unknown drug (reported as ¿not baclofen; a combination pain med¿) via an implantable pump for non-malignant pain. The patient¿s medical history and concomitant medications were unknown. On approximately (B)(6) 2016, the pump pocket appeared infected. Lab work identified the issue, but the results were not reported. The pump was slowed down/turned down rate and the patient wanted it out. As of (B)(6) 2016, the issue was ongoing. The pump was scheduled to be explanted on (B)(6) 2016. The patient¿s status was reported as ¿alive ¿ with injury¿ as the patient had an infection. It was later reported the pump was explanted. Additional information has been requested regarding the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.